Event description:
This report was received on a facility med watch forwarded by the FDA. It was reported that during a right shoulder arthroscopy for type ii slap repair the tip of the device broke off. The fragment was located by x-ray but the doctor decided it would not cause a problem with the joint and decided not to remove the tip. There was no adverse patient consequences reported as result of this event. This device is used for treatment.

Manufacturer narrative:
Review of device history revealed nothing relevant to this event. The device was not returned and the complainant's event could not be verified. The cause of the event could not be determined without device evaluation.